Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per tandem's user guide: your t:slim x2 pump is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating), but it is not waterproof. Per the tandem user guide: ¿avoid exposure of your pump to temperatures below 40°f (5°c) or above 99°f (37°c).

Event description:
It was reported that a malfunction alarm occurred after customer wore pump while exercising exposed to sweat and humidity. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 65 mg/dl.